Event description:
It was reported that, during a re-do single vessel CABG using the endodirect system. During the operation, there was no difficulties with perfusion or cardioplegia administration. Following the operation, the patient did not wake up and a diagnosis of stroke was made. The patient expired on the first post-operative day.